Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. This issue is associated to insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the maryland bipolar forceps instrument was scratched. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the event date was 02/06/2024. The thermal damage was noticed during central processing on (B)(6) 2024. The reporter confirmed that there was no arcing observed. Patient information was not provided.